Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient's pelvis and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Femoral head trial disassociated from trial neck. 60 to 75 minutes spent try to remove trial. Decision made to close the patient and remove at another time.